Manufacturer narrative:
H.6. Investigation summary: one photo and one sample was received by our quality team for evaluation. Upon visual inspection of the photo, it was observed that the safety mechanism failure was not activated. Upon visual inspection of the sample, it was observed that needle through catheter had occurred. The sample was then subjected to manual safety activation testing and no abnormality was observed; therefore, the incident reported could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the investigation, a root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd cathena safety IV catheter bd multiguard technology safety activation failure. This was discovered after use. The following information was provided by the initial reporter: the safety system did not engage when the catheter was removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd cathena safety IV catheter bd multiguard technology safety activation failure. This was discovered after use. The following information was provided by the initial reporter: the safety system did not engage when the catheter was removed.